Event description:
The customer reported that all tiles on this central nurse's station (cns) displayed a communication loss (comm loss) error message. The waveforms dropped out at the cns and then came back. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that all tiles on this central nurse's station (cns) displayed a communication loss (comm loss) error message. The waveforms dropped out at the cns and then came back. There was no patient injury reported. Investigation summary: the device with the reported issue was not returned for evaluation; therefore, a root cause could not be determined. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 03/27/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 03/31/2026 I called chad to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for chad to call me back with this information. Attempt # 3: 04/06/2026 I called chad to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for chad to call me back with this information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H11 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that all tiles on this central nurse's station (cns) displayed a communication loss (comm loss) error message. The waveforms dropped out at the cns and then came back. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 03/27/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 03/31/2026 I called chad to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for chad to call me back with this information. Attempt # 3: 04/06/2026 I called chad to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for chad to call me back with this information.

Event description:
The customer reported that all tiles on this central nurse's station (cns) displayed a communication loss (comm loss) error message. The waveforms dropped out at the cns and then came back. There was no patient injury reported.